Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00123. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure treating a thrombosed femoral/popliteal bypass graft using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, after flushing and using the cat6 multiple times, the physician inadvertently kinked the cat6 while attempting to reinsert it into a non-penumbra sheath. However, the physician continued the procedure using the kinked cat6 and the sep6; subsequently, the sep6 became kinked on both the proximal and distal shaft. Therefore, the physician removed the cat6 and sep6, changed the check-flo valve to a touhy, and then successfully completed the procedure using a penumbra system ace 64 reperfusion catheter (ace 64). There was no report of an adverse effect to the patient.